Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of swelling as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of (B)(4) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Patient reported that six hours after injection in the nasolabial folds and the lips with unspecified juvederm voluma xc and developed "out of control swelling" in the lips. Patient also stated that they "looked like a circus clown." Patient started to treat themselves with cold compresses after the event occurred. After consulting with their physician, the patient was told to apply hot compresses. Patient stated that they were prescribed an unspecified antibiotic by the healthcare professional. Healthcare professional provided clarification of the event, reporting that immediately after injection with 3 syringes of juvederm voluma xc in the malar areas bilaterally, and concomitantly with 2 syringes of juvederm ultra plus in the nasolabial fold and lips, the patient developed swelling in the left upper lip only. Healthcare professional noted there was no redness, blistering, necrotic skin nor warmth, and believes "it was just the needle manipulation that caused tissue swelling." Patient was prescribed a z-pack the day of injection "as a pre-caution despite the absence of any signs of infection." Symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00596 (allergan complaint # 1235271). This MDR is being submitted for the second suspect product, juv&#580;erm voluma&#59416;c, also a device manufactured by allergan.